Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in emergency room after experiencing loss of consciousness and arrhythmia. It was also noted that patient's implantable cardioverter defibrillator delivered inappropriate shocks. The patient was treated with cardioversion. The patient's current status was unknown.